Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: vessel contrast staining. It was reported that during an interventional procedure at an unspecified site, during the second inflation, the fox plus balloon ruptured at 10 atmospheres pressure. The device was completely removed and a small pinhole was observed. Some vessel 'contrast staining" occurred at the rupture site. There was no adverse patient sequela. Although requested, no additional info was provided.

Manufacturer narrative:
Vessel staining). The device is expected to be returned for evaluation. It has not yet been received.